Event description:
I received a zimmer knee replacement nexgen lps. I was unable to use the knee/leg. To walk on it was too painful, like a knife inside. Also -2nd opinion- was told there was too much play in the tibia lower half of leg. My dr could find nothing wrong. After 8 months and 3 months of residential therapy, another dr -in the group- not only replaced the whole knee again, but found that there was a part of the glue that did not take and the artificial knee had sunk into the femur. I not only had to have a second replacement, but also more bone removed and longer rods in both upper and lower leg bone. I now walk with a limp and if I need to go as much as one block, I must use my scooter. I went into the surgery telling my dr to please not take away my dancing -three times a week. Now I just wish to be able to walk. This situation cost me a divorce, both physical and mental problems and my weight went down to (B)(6). I still use morphine for the pain that is caused not only to the knee, but it affects my hip, both sides, my back and even now the other knee. I still need something more done and I have another appt on (B)(6) to address what else can be done to help me with the issues I am left with. Dates of use: (B)(6) 2008 - (B)(6) 2009, 8 months. Diagnosis or reason for use: bone on bone of right knee. Event abated after use: no.